Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) alleging she was unable to use her onetouch ultramini meter due an error 1 message. The patient also claimed she received a different error message but could not recall the exact error. Per the onetouch ultramini owner's booklet, an error 1 may mean a problem with the meter has occurred. In addition to these complaints, the patient also alleged that the same meter would not power on. The medical surveillance specialist (mss) was unable to reach the lay user/patient for follow-up questions. The following complaint was classified based on information obtained from lifescan customer service. The patient stated the alleged issues began in some time in (B)(6) 2011 but the exact date and time is not known. The patient informed the customer care advocate (cca) that she manages her diabetes with an unknown type of oral medications. The patient denied taking any action regarding her usual diabetes management routine when she was unable to check her blood glucose on the subject meter. Approximately one week after the alleged issues first occurred, the patient claimed she developed symptoms of "nausea and shaking". The patient denied receiving any treatment for her symptoms. It would have been helpful to understand which of the three alleged complaints led to the patient's alleged symptoms. At the time of troubleshooting, the cca noted that the correct test strips were being used. The issues remained unresolved, since the patient did not have the subject meter with her at the time of the call. Replacement products were sent to the patient. The complaints are being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k061118.